Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) old male pt, the device failed to analyze the pt's heart rhythm. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.